Event description:
"Pt 1&2" after insertion pinholes were identified on the external portion (6cm-3.5cm from hub) of cathter. Both catheters were pulled out success-fully, pt were in good condition, no serious injury rpeorted. Both pt had a new PICC placed via intervention radiology. Pt 3 : prior to insertion a pinhole was noticed @ at the 2 to 3 cm below the hub of the catheter. Un-c-06-027/RMA=4135a able to use catheters